Event description:
Facility reported that 3 uninterruptable power supplies generated some smoke and stopped functioning. The "ups's" were in the following areas: "ms" on main1, and the "ms" and "cec" on main 2. Staff members smelled smoke and pulled the fire alarm, the fire dept arrived. No fire reported.